Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial lead was unable to be successfully implanted due to helix was unable to be fully extended after 30 turns. This lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.